Manufacturer narrative:
Results/conclusions: the instrument was retuned and evaluated. Per the reported complaint, engineering confirmed that the top plug riser pin is pushed into the back end and the bottom pin is bent. The chassis feature that retains bipolar insert and pins is broken. Instrument was likely mishandled, breaking the chassis feature. Engineering also observed the distal end of the main tube to have a 1.2" long section with light material removal on one side of the tube. The damaged area is parallel to tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received. There are also a few light scratches below this section, likely caused by rough handling. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.

Event description:
It was reported that the peg of the cord attached to the fenestrated bipolar forceps instrument could not be pulled out. This was not noticed intraoperatively. No additional information provided. No pt harm, adverse outcome or injury was reported.